Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the ra lead replacement, a new lead did not sense the p-wave at any position. The lead was replaced. The patient was stable.